Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for one patient sample from the cobas 6000 c501 module. The initial sodium result was 61 mmol/l and the repeat result was 130 mmol/l. The questionable results were reported to the patient and then later on corrected. The sodium electrode lot number was z89. The expiration date was requested but were not provided.